Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative the guide catheter became kinked multiple times within the right atrium and the ra lead dislodged during slitting. The ra lead was implanted and remains in use. It was noted that the diameter of the catheter reduced by shaping. Shaping was performed with the inner catheter inserted. It was also reported that a second guide catheter exhibited significant bleeding due to hemostatic valve malfunction. No patient complications have been reported as a result of this event.